Event description:
It was reported that the patient presented to ER, and it was noted the patient received multiple inappropriate shocks due to noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.